Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device was not alarming for the open door. The cause was identified to be the upper latch switch which was not functioning as intended. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.